Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the channel tube that was blocked by the foreign material. A definitive root cause for this issue was not established. However, it is probable that issue occurred because the tip of the brush had broken and fell into the biopsy channel, thereby causing the clog. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "the channel cleaning brush is consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. Should a part of the brush come off inside the endoscope, immediately retrieve it and carefully confirm that no parts remain inside the channel of the endoscope by passing a new cleaning brush or other endo-therapy accessory through the channel. Any parts left in the channel can drop into the patient during the procedure. Depending on the location, the missing part may not be recoverable by passing a new brush or other endo-therapy accessory through the channel. In this case, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The channel cleaning brush was not inserted because the channel tube was blocked due to foreign material. There was s crumple at the connecting tube. The adhesive part of the bending section cover had a gap. The plastic distal end cover was deformed. There was crease at the connecting tube protector, light guide lens, switch two (2), and switch three (3). Liquid leaked due to cutting part of suction cylinder. The suction cylinder color peeled off. Liquid leaked due to perforation of the universal cord. The coating on the universal cord was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the biopsy channel on the colonovideoscope was blocked due to foreign material. The issue was found during receipt inspection. No patient harm reported.